Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated that this device was previously reported to have been dropped, causing constant alarms; a repair order was completed in november 2019 in which the faulty main alarm board was replaced. The device passed all functional tests. A product sample was received for evaluation. Visual and functional testing were performed. It was found that there was impact to the device. The root cause of the reported issue was found to be damage from impact. Actions were taken to mitigate the reported issue: replaced damaged case and re-adjusted shifted manometer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device was received damaged. No patient injury was reported.